Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the impedances observed on the day of this report were over 40,000 ohms on contact 0 and around 3000 ohms on contact 3. The programmed settings were in ¿cv¿ at 3.6 v with 90 microsecond pulse width at 185 hz using 3-, 2-, and 1+. There was no evidence of shorts. An out of regulation (oor) message was seen on the programmer. The rep thought contact 3 was taken out of programing and contacts 1 and 2 were the only electrodes in use now. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep, reporting that the patient first saw the oor code on (B)(6)2017. The rep reported that the impedance was checked at 3 volts, and the open circuit was not impacting the patient's therapeutic settings. The rep reported that the oor was resolved after the voltage was reduced to 3.6v and electrodes configured 2- and 1+, 90pw, and 185hz. No further patient complications have been reported as a result of this event.